Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and the device would not detect a connection with the therapy cable assembly. Upon an evaluation by physio-control, it was observed that the device would not charge defibrillation energy.there was no patient use associated with the reported failure.